Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 years and 10 months following the implant of a transcatheter valve, the valve failed due to stenosis. A computed tomography (CT) scan was performed that revealed leaflet thickening and calcification with thrombus/pannus formation. Subsequently, the patient was evaluated for a transcatheter aortic valve replacement procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated: a4, b1, b2, b5, e1, e2, e3, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 years and 10 months following the implant of a transcatheter valve, the valve failed due to stenosis. A computed tomography (CT) scan was performed that revealed leaflet thickening and calcification with thrombus/pannus formation. Subsequently, the patient was evaluated for a transcatheter aortic valve replacement procedure. No patient complications were reported as a result of this event. Additional information was received that the valve was implanted into the native annulus. The final implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 8.4-9.7 mm. The gradient when the thrombus was detected was 66 mmhg (peak) and 44 mmhg (mean). A second medtronic valve was implanted valve-in-valve, inflow to inflow, and reduced the gradient to 7 mmhg on the post-deployment echocardiogram. The patient's obesity was reported to be a factor that may have contributed to the event.